Event description:
Additional information was received indicating that it was unknown if the adverse event has been resolved. The adverse event was possibly related to the stent retriever.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was distal embolization within the same vascular territory during a solitaire procedure. The event was not the result of a device deficiency, and no additional interventions or hospitalization was needed. The patient did not experience any injury, symptoms, or other complications. CT imaging both the day and two days after the procedure showed no changes, and the event was considered not recovered/resolved. The event was assessed as not related to the disease under study or an underlying condition, and caused by the device/procedure. The patient was undergoing treatment for an ischemic stroke located in the m1 segment of the left middle cerebral artery. The patient's baseline and post procedure nihss scores were 42 as they were still intubated at the time. The patient's baseline mrs score was 0, and post procedure it was 5. The patient's baseline tici score was 0, and post procedure it was 2c. IV tpa was contraindicated, and one pass was made with the device. Additional information was received and it was reported that the cause of the embolization was not asked, as it was known that during thrombectomy procedure a clot can break and escape to other location. The patient did not experience adverse event or injury associated with this event. Patient died on (B)(6) 2021 due to index stroke evolution as patient did not recover after stroke when arrived in rehabilitation.